Event description:
It was reported via a fresenius user facility survey that a peritoneal dialysis (pd) patient experienced an infection and was hospitalized. The event date is unknown. There was no specific allegation these events were due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up, a pd registered nurse (pdrn) indicated there was no information available on the reported event nor the patient.

Manufacturer narrative:
Additional information: g1 plant investigation: the sample was not returned to the manufacturer and the catalog and lot numbers were not provided. A patient shipping history search could not be performed as a patient account number was not identified. Therefore, a shipping history search was performed to identify all fmc cassettes delivered to the patient's facility for a three (3) month time frame prior to the approximate event occurrence date. However, the search yielded no results. Therefore, device history and manufacturing records could not be reviewed. Due to the limited information available, an investigation could not be performed. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: the file was assessed to determine if a clinical investigation is warranted. Based on the available information, there is no objective evidence that a fresenius device or product issue caused or contributed to a serious patient harm or injury. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
It was reported via a fresenius user facility survey that a peritoneal dialysis (pd) patient experienced an infection and was hospitalized. The event date is unknown. There was no specific allegation these events were due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up, a pd registered nurse (pdrn) indicated there was no information available on the reported event nor the patient.